Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent hysterectomy, total abdominal hysterectomy, posterior repair, bilateral salpingo-oophorectomy, and cystoscopy due to pelvic organ prolapse, and mixed urinary incontinence. It was reported that the patient underwent sling reversal with cystoscopy on (B)(6) 2007. It was reported that the patient underwent an abdominal sacral colpopexy and lysis of adhesions, mesh suburethral sling, cystoscopy, repair of sigmoid serosal injury on (B)(6) 2008 for sui, cystocele, and posthysterectomy vaginal vault prolapse.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.